Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. Patient weight was obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had no therapeutic benefit. They had their device implanted to help with something off label and their doctor wanted to see if it would help. It never really helped, so they stopped using it. They noted that their device hadn't been on in years. The device was implanted on (B)(4) 2013.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient notified their doctor about the issue during a phone consult in (B)(6) 2015. Patient still experiences no therapeutic benefit since implant and is communicating with their doctor to resolve the issue. There were no changes that led to the no therapeutic benefit since implant. It wasn't the answer for their specific problem. No further patient complications have been reported as a result of this event.